Event description:
It was reported that during use of this bur guard and associated drill in oral surgery, the bur guard got hot resulting in a burn to the patient's lip. The surgical assistant described the burn as a blister/white mark on the inside of the patient's lip. The patient was instructed to keep the burn area moist. To date, it is unknown if additional interventions are required.

Manufacturer narrative:
Investigation results: conmed linvatec received this bur guard and could not confirm the reported problem. The evaluation found the bur guard damaged and as a result, it would not connect to the handpiece. Further investigation found bearing failure, and this bur guard is overdue for preventive maintenance. Conmed linvatec's service records indicate the last date of service for this unit is january 1993. The instructions for use (IFU) for the hall surgical bur guard informs the user: continually check all parts of the instrument and its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. Before each use, be sure that burs are completely seated and locked in the instrument. If the instrument is activated without the bur completely seated and locked, the bur may be thrown from the instrument with great force. Also, unless the bur is completely locked into place, severe overheating may occur. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure. Prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.